Manufacturer narrative:
The thermogard console was evaluated at the customer site. The reported complaint of the thermogard console (sn (B)(6) displaying different temperatures compare to the external monitor was confirmed during functional testing. The root cause was due to a defective t1t2 assembly connector block likely due to normal wear and tear. The thermogard console is a reusable device and was manufactured in june 2015 and has reached its expected serviceable life of 5 years. No physical damage was observed on the thermogard console during visual inspection. The event log was reviewed, and no error or issues was observed. During initial functional testing, the calibrated tp400 patient simulator was connected to the t1 connector of the console and the temperature did not match. The t1t2 assembly connector block was replaced to remedy the issue. Following service, the thermogard xp ivtm system passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
During the ivtm therapy, the nurse observed the temperature difference between the thermogard console (sn (B)(4)) and the bedside monitor. To continue the treatment, another console was used. No consequences or impact to patient.